Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented through merlin.net transmission, noise was noted on atrial and right ventricular lead. Physician moved the device to opposite side of the chest and capped the atrial and ventricular lead on (B)(6) 2018. A new right ventricular lead was implanted successfully during the surgery. There was no adverse consequence to patient.